Manufacturer narrative:
Upon visual evaluation of the video provided in the complaint, the implant was noted to be covered by tissue. The doctor removed the tissue from the implant, and the device was observed with no apparent damage or visual anomalies. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation with 350cc mentor memorygel breast implants experienced bilateral breast ptosis and right sided rupture post procedure. As a result, capsulectomy, mastopexy and explant was performed on (B)(6) 2021. The rupture was found during explant surgery. See 1645337-2021-08820 for contralateral prosthesis report.